Event description:
Caller reported a malfunction on the pump, identified as malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, leading to the resolution of the issue. The call resulted in the customer being able to continue using the pump, with instructions to reach out again if the malfunction recurs.